Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The trial patient reported that she believed she had a bladder infection and she wanted to get a prescription. Event date: (B)(6) 2015. The patient noted she had knee surgery several weeks ago. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.